Event description:
During the procedure, the 2.5 x 28mm cypher stent delivery system (sds) was not able to cross the target lesion. The physician tried to remove the sds by withdrawing it back through the guiding catheter (gc); however, the catheter "fished mouthed" and the sds would not enter back into the gc. The physician then removed the sds, gc and guidewire as one unit. There was no injury to the patient.

Manufacturer narrative:
During a procedure to treat an unknown lesion in an unidentified patient, the cypher stent delivery system (sds) was unable to be placed at the target site. During attempts to remove the device, the physician was unable to pull the sds back into the non-cordis guide catheter (gc). The gc was reported to have a "fish-mouthed" appearance. Inspection of the returned product revealed that the stent had displaced distally on the balloon, the proximal struts were uplifted and the strut connecting links were noted to be compressed. According to the instructions for use, an unexpanded stent should not be withdrawn into the gc due to the potential for stent damage and/or dislodgement. A device history record (DHR) review was conducted and no issues were found in the crimp and pack router that pertains to this type of reported problem. Based on the limited information, it appears the procedural factors may have contributed to the device becoming lodged within the gc. However, the cause of the proximal strut damage cannot be determined.